Manufacturer narrative:
Analysis was completed. No device problem found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon examination, it was observed the implantable cardioverter defibrillator pocket had become eroded and infected sometime after a generator change procedure. The system was explanted. The patient was stable.